Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire stent and marksman catheter used during a procedure in which a fragment which may have been a marker was left inside the patient. The patient was being treated for ischemic cerebral infarction which included tandem lesions of the cca and m1 occlusion. Vessel tortuosity was severe. It was reported that flow restoration had previously failed to be restored from the thrombus of the cca with plasminogen activator (t-pa) therapy so a competitor's stent was placed to open the blood vessel. Once the blood vessel was open, the marksman was able to be delivered to the m1 distal region and the solitaire was deployed to capture the thrombus. The device was pulled halfway back without problems but then the solitaire got caught on the non-medtronic stent that was in place and could not be moved. It was pulled forcibly and was then able to be moved and the solitaire was retrieved. Revascularization was achieved. However, in a post-op CT scan, it was appeared that a fragment remained in the patient that may possibly have been a marker from a solitaire marker or marksman marker. The patient did not have any immediate residual symptoms at the time and possibility of further treatment was not known.